Manufacturer narrative:
Date of occurrence: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: - the reported issue for lot# 17a021 is missing winged luer cap, not rupture as previously reported. Manufacture date: (B)(4). One actual intermate unit was returned in its original package. Visual inspection on the unit via the naked eye noted the blue winged luer cap was missing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.